Event description:
Customer reported the system intermittently will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and flashed the memory nodes and reloaded rus data files. System operates as intended.